Event description:
The pt reported that he was preparing for a scheduled surgery (type not provided). At 6:45 am, he took his infusion device off and placed the pump into stop mode. He stated that shortly before entering surgery at 8:56am, he tested his blood glucose and it was 233 mg/dl. The pt reported that he took a bolus of 3 units. He stated at 11:07 am, he reconnected to his infusion device and tested his blood glucose and it was 323 mg/dl. He reported that he took a bolus at 11:11am of 5 units and then another bolus at 11:23 am of 4.5 units of insulin. The pt stated that he went back into the memory and could not recall the bolus taken at 8:56 am. The pt reported that he did not remove the batteries from the device. No treatment was required. The product is being returned for eval.